Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as an allergic reaction consisting of itchy skin that was partially open. The patient consulted her physician who provided an injection treatment. There is no allegation of a device malfunction. Follow-up indicated that the patient ended use of the lifevest. The current medical condition of the irritation is unknown as multiple follow-up attempts were unsuccessful.